Event description:
A report was received that the patient was experiencing uncomfortable stimulation in the abdomen. The physician discovered that the patient's leads had migrated. During the lead revision procedure the physician tested the leads and the stimulation was fine, so the ipg was explanted and a new one was implanted. The patient was reportedly doing fine after the revision procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was not confirmed. The possibility that electrical leakage could cause abdominal stimulation was investigated. No discrepancies were identified. No intermittent anomalies were noted in the output. Device exhibits normal device characteristics.

Event description:
A report was received that the patient was experiencing uncomfortable stimulation in the abdomen. The physician discovered that the patient's leads had migrated. During the lead revision procedure the physician tested the leads and the stimulation was fine, so the ipg was explanted and a new one was implanted. The patient was reportedly doing fine after the revision procedure.